Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, access was obtained using the transfemoral artery. The valve and delivery catheter system were inserted into the patient, advanced to the annulus, and the valve was fully deployed in a position that was too high. Subsequently, severe paravalvular leak (pvl) was observed. A second, non-medtronic valve was implanted in the patient to address the pvl.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: unknown); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.